Event description:
Loaner staff of stryker (B)(4) noticed the deformation of the tip of the driver after it was returned from the hospital. There was patient involvement, but no adverse consequences reported.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
The tip of the hex driver was permanently deformed. The event was confirmed. The investigation determined the likely root cause of the event to be an overload condition. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
Loaner staff of stryker (B)(4) noticed the deformation of the tip of the driver after it was returned from the hospital. There was patient involvement, but no adverse consequences reported.